Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) pacing lead exhibited placement difficulty and the physician noted the lead tip broke while trying to implant the lead through the cephalic vein. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.